Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with pain and hypotension secondary to a ruptured hemorrhagic ovarian cyst. The patient was also experiencing rising lactate dehydrogenase (ldh) levels. A hemolysis workup was reportedly unremarkable and further blood tests would be performed. The patient also had a known outflow graft (ofg) stenosis that was not intervened upon, as well as aortic root and ostial coronary thromboses. The original onset of the ofg stenosis was unknown; however, a recent computed tomography (CT) scan on (B)(6) 2022 confirmed the obstruction. The log file review captured one unsustained low flow event on (B)(6) 2022. It was later communicated that the patient was upgraded to status 2 on the transplant list. The patient was given bival for their elevated ldh levels.

Event description:
It was reported that the cause of the elevated ldh was possible reabsorption of hematoma and/or pump thrombus. A slight increase in power was seen in the log files on (B)(6) 2022. A cause of the elevated powers was not able to be identified. As of (B)(6) 2022 the patient remained in the hospital awaiting a heart transplant.

Manufacturer narrative:
Section a4: patient weight has been estimated as it was communicated as both 133kg and 126kg. Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) image revealed narrowing of the outflow graft (ofg)'s lumen; however, the specific type and location of the ofg obstruction could not conclusively be determined through this evaluation. Additionally, the reported pump thrombus could not be confirmed through this evaluation. The submitted system controller log files captured a transient low flow fault flag on 23oct2022 which was not sustained long enough to result in any low flow alarms. Of note, elevated pulsatility index (pi) was recorded during the event. The pump appeared to have operated as intended at the set speed and there were no notable events captured. No significant increases in pump power consumption were observed through the submitted log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, hemolysis, and thromboembolism as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a heart transplant on (B)(6) 2022 due to possible pump thrombus and intra-abdominal bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, hemolysis, and thromboembolism as adverse events which may be associated with the use of heartmate 3 lvas. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Review of the submitted computed tomography (CT) image revealed narrowing of the outflow graft (ofg)'s lumen; however, the specific type and location of the ofg obstruction could not conclusively be determined through this evaluation. Additionally, the reported pump thrombus could not be confirmed through this evaluation. The submitted system controller log files captured a transient low flow fault flag on (B)(6) 2022 that was not sustained long enough to result in any low flow alarms. Of note, elevated pulsatility index (pi) was recorded during the event. The pump appeared to have operated as intended at the set speed and there were no notable events captured. No significant increases in pump power consumption were observed through the submitted log files. The patient ultimately underwent a transplant on (B)(6) 2022. It was reported that the device will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.